Manufacturer narrative:
Correction: d4 (catalog number) plant investigation: based on the available information and photograph provided by the customer the reported event thermal damage can be confirmed. The failure pattern is known and a CAPA project could be assigned to this complaint record. The reported thermal damage was most likely caused by bad contacting at the wires connected to the motor protection switch. This bad electrical contact the motor protection switch was loaded unbalanced and pump p1s and will run only with two line conductors. This results in a higher contact resistance, respectively higher thermal stress and in higher current. In consequence the thermal overload in stage 2 tripped and the pump p1s was not able to run anymore. The mentioned thermal energy also caused the discoloration and overheating of the wiring and blade receptacles. Due to the tripped thermal overload, the pump p1s cannot start during the next t1-test and the concentrate pressure p-cs is below the required 5bar (fix limit during t1-test). As a result, the t1-test aborts with the mentioned error code f-04-51-04 t1-test, pump p1s defective are received. Corrective actions were defined and implemented. The design of the crimped cable lug was changed. The affected device was built before the implementation of the CAPA and was still equipped with the old design of the crimped cable lugs at time of the failure. Based on the available information the issue was fixed by the replacement of the motor protection switch at stage 1 and the power cord according to the new design. It is also highly recommended to preventively equip both stages with the new available improved design.

Event description:
The biomed reported to fresenius technical services that charred wires were identified on the stage 1 motor protection switch (mps) of the aquabplus reverse osmosis (ro) system. The reported issue was discovered during machine repair after the system initially tripped the mps at stage 1 in supply mode. The biomed initially tried to bypass the issue by placing the ro system in emergency mode 2 however the issue reoccurred. The thermal damage was identified upon evaluation. The biomed confirmed no other thermal damage was identified inside the ro system nor were there any other issues that occurred as a result of the burnt mps. The biomed confirmed there was no observed burning smell, smoke, spark, flame, or arcing. No associated alarms codes were received. The thermal overload switch did not trip. There were no blown fuses found in the local power supply. The biomed confirmed the ro system is plugged into its own breaker. The biomed confirmed there were no local power grid issues on or around the reported event date. The biomed confirmed that the stage 1 mps (B)(6) and cable (B)(6) were replaced to resolve the reported issue. The biomed confirmed the ro system has been returned to service. There was no patient involvement nor personal harm to anyone as a result of the reported issue. The complaint samples were discarded and are not available to be returned to the manufacturer for physical evaluation.

Event description:
The biomed reported to fresenius technical services that charred wires were identified on the stage 1 motor protection switch (mps) of the aquabplus reverse osmosis (ro) system. The reported issue was discovered during machine repair after the system initially tripped the mps at stage 1 in supply mode. The biomed initially tried to bypass the issue by placing the ro system in emergency mode 2 however the issue reoccurred. The thermal damage was identified upon evaluation. The biomed confirmed no other thermal damage was identified inside the ro system nor were there any other issues that occurred as a result of the burnt mps. The biomed confirmed there was no observed burning smell, smoke, spark, flame, or arcing. No associated alarms codes were received. The thermal overload switch did not trip. There were no blown fuses found in the local power supply. The biomed confirmed the ro system is plugged into its own breaker. The biomed confirmed there were no local power grid issues on or around the reported event date. The biomed confirmed that the stage 1 mps (m05000189) and cable (g04040300et) were replaced to resolve the reported issue. The biomed confirmed the ro system has been returned to service. There was no patient involvement nor personal harm to anyone as a result of the reported issue. The complaint samples were discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.